Event description:
The customer reported that the pt had a cool limb and diminished pulses to the affected extremity two hours after vasoseal deployment left heart catch was completed on 01/11/1999 before vasoseal deployment. Cardiologist consulted after occurrance. Angiography of the right leg "clot with sluggish advancement of contrast". Distal pulses with doppler. Radiologist treated with urokinase bolus and infusion. Pt returned four hours later for angiography, showed continued sluggish flow. Urokinase continued until 9:30 am. Improvement noted in pulse and posterior tibial was present by doppler. Urokinase was discontinued due to hematoma. Pt was discharged on 01/14/1999 and returned to work on 01/19/1999. No further complications were noted.